Event description:
It was reported that this pacemaker recorded out of range atrial intrinsic amplitude measurements. The presenting electrogram (egm) showed no undersensing as a result, however, recorded atrial tachy response (atr) egms showed occasional farfield r-wave oversensing on the atrial channel that resulted in short inappropriate atr mode switches. The farfield oversensing of r-waves was suspected to be the potential cause of the variable atrial intrinsic measurements. Atrial pacing impedance measurements and threshold measurements were noted to be stable. No further assistance was requested. No adverse patient effects were reported. This device remains in service.